Event description:
It was reported that the bd plastipak¿ sterile plastic syringe's are causing the alarms to go off on the pumps. The following was received by the initial reporter: the new syringes are incompatible with the infusers since they constantly sound the occlusion alarms, and do not administer the indicated volume.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ sterile plastic syringe's are causing the alarms to go off on the pumps. The following was received by the initial reporter: the new syringes are incompatible with the infusers since they constantly sound the occlusion alarms, and do not administer the indicated volume.

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Through visual evaluation, 20 ml syringes are displayed, no defects or issues observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. It is important to confirm the 20ml plastipak has been enabled in the pump which could cause the syringe unable to be recognized. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ sterile plastic syringe's are causing the alarms to go off on the pumps. The following was received by the initial reporter: the new syringes are incompatible with the infusers since they constantly sound the occlusion alarms, and do not administer the indicated volume.